Manufacturer narrative:
(B)(6).

Event description:
The customer complained of questionable elecsys ft3 iii and elecsys tsh assay results for 2 patients tested on a cobas 8000 e 801 module compared to the results from an investigation site's cobas e801, cobas 8000 e 602 module, cobas e 411 immunoassay analyzer, and a centaur analyzer. From the data provided 1 patient had a reportable malfunction for tsh and 1 patient had a reportable malfunction for both tsh and ft3 iii. This medwatch will cover tsh. Refer to the medwatch with patient identifier (B)(6) for information on ft3 iii. This medwatch will cover ft3 iii. Refer to the medwatch with patient identifier (B)(6) for information on tsh. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The serial number for the cobas e801 used at the customer site was requested but was not provided. The cobas e602 used at the investigation site serial number is (B)(4). The tsh reagent used on this instrument was lot 341699 with an expiration date of 28-feb-2019. The ft3 iii reagent used on this instrument was lot 341685 with an expiration date of 30-jun-2019 the cobas e801 used at the investigation site serial number is (B)(4). The tsh reagent used on this instrument was lot 283556 with an expiration date of 28-feb-2019. The ft3 iii reagent used on this instrument was lot 348359 with an expiration date of 31-oct-2019 the cobas e411 used at the investigation site serial number is (B)(4). The tsh reagent used on this instrument was lot 349487 with an expiration date of 28-apr-2019. The ft3 iii reagent used on this instrument was lot 314666 with an expiration date of 28-feb-2019. The investigation is currently ongoing.

Manufacturer narrative:
The calibration and qc data provided from the investigation site were acceptable. To the differences of the tsh and ft3 values generated with the analyzers from roche diagnostics and siemens centaur for patient (B)(6) and for tsh for patient (B)(6): it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. To the differences of the tsh values at the customer site for patient ID 181219-589: the lower tsh values may be caused by a pre-analytical sample issue. However, with the information provided, further clarification was not possible. From the information provided and the analysis thereof, a general reagent issue most likely can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.